Manufacturer narrative:
Occupation is lay user/patient. The customer stated there was no contamination inside the battery compartment or on the heater plate. The meter was requested for investigation.

Event description:
We received an allegation of a display issue with a coaguchek xs meter. The meter wouldn¿t turn on and the display screen was blank. The customer replaced the batteries. When the meter was turned on after replacing the batteries, the customer saw "7188" flashing on the right side of the screen and "error set" and "mem 628" on the left side of the screen. When a display check was performed, the "888" in the results field was displayed but the segments appeared very dull.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.